Event description:
Unable to interrogate on 8/9/99. Suspect premature battery depletion. Battery voltage 3.2 volts on may 3, 1999. Eri=2.55. At time of explant, sealing ring separated from device. (That sealed set screw. Can't rule out that ring separated in explant). Unable to interrogate device post explant - rptr questions premature battery depletion.